Manufacturer narrative:
B3 date of event - aware date used as event date is unknown.

Event description:
It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for a follow up imaging procedure. The imaging showed that there was a device related thrombus present on the closure device. It was in the left atrium attached to the outside of the closure device, but not mobile. The patient will extend their medication therapy with a different drug.